Event description:
A consumer reported she is experiencing multiple rings around lights which makes going out at night painful and inconvenient following bilateral intraocular lens (iol) implant surgery. She reported she also having trouble reading and seeing distances. In follow-up, the surgeon reported the pt is now wearing glasses and the event continues. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined at this time. Add'l info was requested and received. (B)(4).